Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump was ¿not infusing. During a phenylephrine infusion the patient¿s blood pressure ¿was dropping¿ at the maximum dose. The nurse began troubleshooting and observed ¿no drops falling in the chamber¿. The nurse noted the medicated solution was not flowing and removed the pump from service. No further information was available at the time of this report.